Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci s total hysterectomy for menorrhagia on (B)(6) 2009. Intuitive surgical was provided with the operative report. Additional information provided includes hospital operative reports and history and physical dictation there was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. 6 weeks after surgery, the patient presented with complained of having intercourse complicated by slight vaginal bleeding and the leakage of a watery fluid. On (B)(6) 2010, the patient was taken back to surgery for cystoscopy, and inspection of urinary tract. Indigo carmen dye testing failed to show any vesico vaginal fistula and the ureters appeared normal on retrograde pyelogram. A single suture was used to close the vagina. No further information was obtained

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. A very small vaginal opening post hysterectomy which released fluid may well have been a resolving hematoma. This is a common complication of any type of hysterectomy. Returning to surgery for a diagnostic study to confirm the absence of a serious urinary injury was prudent. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.